Event description:
It was reported that intermittent cartridge alarms (alarm 25) occurred. No notable events occurred prior to the alarm. Additionally, it was reported that the insulin gauge was inaccurate. Customer reverted to an alternate pump for insulin therapy. There was no impact to customer¿s blood glucose.